Manufacturer narrative:
Model/serial number information was unable to be obtained. At the time the information was received, the lead remained in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead had dislodged. A revision procedure took place, and the helix had backed up. The lead was successfully repositioned. No additional adverse patient effects were reported.